Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional testing could not be performed since the device was not returned for investigation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The transform was confirmed to be in good condition after unpacking and preparation and the device was also prepared as per the dfu. It is probable that the device was damage during the clinical procedure. The event description indicates that 'before delivery of the 5th coil the remodeling balloon failed to opacify on inflation with the wire appropriately located in the m2 branch'. This would suggest that there was reflux of blood into the balloon system. An assignable cause of procedural factors will be assigned to the as reported issues balloon difficult/unable to deflate during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the device performance was limited. Patient stroke, patient embolus and patient neurological deficits are listed in the dfu as a potential adverse event associated with the use of the device. An assignable cause of anticipated procedural complication will be assigned to this complaints as a device related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, device labelling and/or risk documentation files.

Event description:
It was reported that, the subject balloon catheter was used during coil embolization for an acutely ruptured posterior communicating artery aneurysm (pcoa). The subject balloon catheter was placed in the internal carotid artery (ica) with occlusive guidewire in an m2 branch. 4 coil embolization¿s were performed successfully; however, when delivering the 5th coil, the subject balloon catheter failed to opacify during inflation with the guidewire appropriately located in the m2 branch. This indicates that there was a reflux of blood into the balloon system. In order to correct the reflux of the blood, the physician removed the subject balloon catheter out of the patient¿s anatomy and flushed the catheter with neat contrast. The blood was cleared from the balloon. The balloon inflated and deflated outside of the patient without any issues and then was reinserted into the patient and used in appropriate fashion for delivery of the 5th coil; however, the physician had difficulty deflating the balloon catheter afterwards. The physician them deflated the subject balloon enough with a larger aspiration catheter and removed it via the guiding catheter. The angiography of the aneurysm was normal and there was no evidence of any occlusive platelet thrombus post procedure. The aneurysm was observed for 10 minutes before the procedure was completed. The patient was doing well for up to 1 hour and 45 minutes post procedure; however, suffered a stroke with left sided weakness. The patient was able to recover the power and speech with mild left-hand weakness. Mir scan two days later confirmed tiny middle cerebral artery (mca) and anterior cerebral artery (aca) emboli and a larger anterior choroidal artery embolic even. It was reported that a possible heparin infusion was administered to treat the adverse events that occurred. The patient current condition is satisfactory with most of the patient¿s reported symptoms are resolved with a mild hand weakness.

Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that, the subject balloon catheter was used during coil embolization for an acutely ruptured posterior communicating artery aneurysm (pcoa). The subject balloon catheter was placed in the internal carotid artery (ica) with occlusive guidewire in an m2 branch. 4 coil embolization¿s were performed successfully; however, when delivering the 5th coil, the subject balloon catheter failed to opacify during inflation with the guidewire appropriately located in the m2 branch. This indicates that there was a reflux of blood into the balloon system. In order to correct the reflux of the blood, the physician removed the subject balloon catheter out of the patient¿s anatomy and flushed the catheter with neat contrast. The blood was cleared from the balloon. The balloon inflated and deflated outside of the patient without any issues and then was reinserted into the patient and used in appropriate fashion for delivery of the 5th coil; however, the physician had difficulty deflating the balloon catheter afterwards. The physician them deflated the subject balloon enough with a larger aspiration catheter and removed it via the guiding catheter. The angiography of the aneurysm was normal and there was no evidence of any occlusive platelet thrombus post procedure. The aneurysm was observed for 10 minutes before the procedure was completed. The patient was doing well for up to 1 hour and 45 minutes post procedure; however, suffered a stroke with left sided weakness. The patient was able to recover the power and speech with mild left-hand weakness. Mir scan two days later confirmed tiny middle cerebral artery (mca) and anterior cerebral artery (aca) emboli and a larger anterior choroidal artery embolic even. It was reported that a possible heparin infusion was administered to treat the adverse events that occurred. The patient current condition is satisfactory with most of the patient¿s reported symptoms are resolved with a mild hand weakness.